Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched liquid crystal display window and scratched reservoir tube window.

Event description:
It was reported the insulin pump had frequent or intermittent button response. The device was not dropped or bumped nor exposed to moisture. Customer was advised to discontinue use of the device and revert to back up plan. Customer did not know blood glucose. No further information reported.